Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through inspecting the pump and cartridge and cleaning necessary areas. When attempts to reload the original cartridge were unsuccessful, support assisted the caller in filling a new cartridge and successfully loading it onto the pump, allowing the caller to resume insulin delivery.